Manufacturer narrative:
The insulin pump received and the low battery alert occurring within less than 1 week confirmed. The pump failed the active current measurement test. Failure isolated to pcba2. The pump passed the displacement test, the self test, and the sleep current test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had to change battery every day. The customer¿s blood glucose 7.6 mmol/l at the time of the incident. The insulin pump will be returned for analysis.